Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2014 device evaluation: the device has been returned and evaluated by product analysis on 10/02/2014 with the following findings:investigation revealed that the battery compartment was cracked. The battery cap was not returned with the pump; a test battery cap was used to complete investigation. The test cap was able to attach securely to the pump and there was no power loss during investigation. Unrelated to the complaint, investigation revealed that the display screen text was dim, faded, and discolored. The pump was returned with the contrast setting at 7; during testing, the contrast was increased to the maximum of 10 with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery compartment was cracked. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.